Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 3.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the distal edge of the stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached and was not returned for analysis. Additional information stated that the stent detached outside the patient. The bumper tip showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. However, there were signs showing that positive pressure was applied; balloon wings were opened out of their folded position. Solidified media was present inside the device. A visual and tactile examination found several kinks along the hypotube shaft and the mid-shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 3.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the distal edge of the stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.